Event description:
It was reported that the lead had intermittent capture even when programmed to high output. During implant of the lead some "suspicious sensing artifacts" were noted but procedure was continued and completed. A revision surgery was performed and increased threshold was seen on the lead. During threshold measurements the sensing artifacts reappeared. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the helix/lobe was distorted/bent. There was blood in /on the helix/lobe mechanism. There was apparent explant damage.